Manufacturer narrative:
The test strips were requested for investigation. The customer returned 2 vials of strips (both lot 394273). The test strips were tested using a reference meter with high level control sample. Vial#1: retention meter with customer strips: 2.4 inr. Retention meter with customer strips: 2.4 inr. Retention meter with customer strips: 2.4 inr vial#2: retention meter with customer strips: 2.4 inr. Retention meter with customer strips: 2.4 inr. Retention meter with customer strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to the stago laboratory method. The result on the meter was 4.8 inr. This result was thought to be too high. Blood was drawn "immediately" for the lab and the result was 2.1 inr. Medication adjustments were based on the lab result. The patient¿s therapeutic range was not known, however, the reporter stated they try to keep the patient¿s inr between 2.0 and 3.0 inr.